Event description:
It was reported the patient received multiple shocks and presented to the emergency room. The device image was reviewed and found that noise was seen on both the atrial and ventricular channels before the device went into a backup state. Noise suspected to be emi. The noise issue was resolved once the ICD was explanted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.